Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that on an unknown date a chemolock¿, 5 units generated a no flow event during patient use. The report stated that they get sympathetic flow when using secondary set. They also reported to have encountered issues of not pulling, demonstrating some levels of occlusion, when using these secondary sets: (1) spinning; (2) non-spinning; (3) bonded set cl3511; (4) cl211 attached to smartsite above the pump. There was no patient harm reported.

Manufacturer narrative:
The following 5 bags were received: 1) one, 0.9% sodium chloride injection usp baxter 250 ml intravenous bag connected to one (1) used, chemoport bag spike, one (1) used #011-cl3534, transfer set w/chemolock and one (1) used, infusion set were returned for evaluation. 2) one (1) used unit list #cl2000s-5 connected to one (1) used, infusion set and one (1), 0.9% sodium chloride injection usp baxter 250 ml intravenous bag were returned for evaluation. 3) one (1) used #cl3511, connected to one (1), 0.9% sodium chloride injection usp baxter 250 ml intravenous bag were returned for evaluation. 4) one (1) used #cl2000s-5, connected to one (1) used, infusion set was returned for evaluation. 5) one (1) used unit #cl2000s-5, was returned for evaluation. No physical damage or anomalies were observed on the returned samples. Each of the samples was tested as returned at gravity pressure and no flow restrictions, occlusion, or anomalies were observed in none of the samples. Complaint of no flow / can't prime / difficult to prime cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.